Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. Customer treated their blood glucose with a manual injection. It was also found the customer was feeling nauseous from their high blood glucose. Troubleshooting was not completed as the customer declined to check for the presence of leaks and air bubbles. Customer's blood glucose was 558 mg/dl at the end of the call. The mother was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.